Event description:
It was reported that 23 y ext w/vlv ports & 2 sld clp experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: unknown batch/lot #: unknown was anyone able to connect with the clinicians regarding the smart site extension sets not flushing? I got another quality report from that site again today.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that the smart site extension set is not flushing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20019e lot number 20115023 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. See h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 23 y ext w/vlv ports & 2 sld clp experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: unknown. Batch/lot #: unknown. Was anyone able to connect with the clinicians regarding the smart site extension sets not flushing? I got another quality report from that site again today.